Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and bard align sling was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2008 to treat stress urinary incontinence with concurrent implantation of bard align retropubic. It was also reported that following insertion the patient experienced pain, erosion, urinary problems and fistulae. On (B)(6) 2008, the patient underwent vesicovaginal fistula repair through laparotomy and removal of vaginal mesh due to vesicovaginal fistula with erosion of polypropylene mesh into the bladder. Additionally, on (B)(6) 2013, mesh was removed due to erosion. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.